Manufacturer narrative:
The unit was received with an intermittent button response due to a corroded keypad. There was no button error alarm. The unit was received with a minor scratched lcd window, a cracked reservoir tube lip, and a cracked belt clip slot.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The blood glucose level was 200 mg/dl. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.